Event description:
It was reported that during the implantation procedure, the left ventricular (lv) lead showed loss of capture. Despite normal impedances and sensing, and the presence of capture via the pulse generator, the lead was replaced with a new one to finalize the procedure. There were no reported adverse effects on the patient. The lead was discarded at the hospital and is unavailable for return.